Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the pacemaker follow-up, the device was observed to be eroded through the patient's skin and was exposed. It was considered infected and was explanted with the patient's chronic non-boston scientific leads, and a temporary pacemaker was inserted until the infection was cleared. No additional adverse patient effects were reported. The explanted device was not to be returned due to being contaminated.